Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. It is unknown whether or not the device may have caused or contributed to the event based on the information currently available. Furthermore, no product has been returned. No conclusion can be drawn at this time.

Event description:
Attorney reported: (B)(6) 2009 - patient entered into care of physician. On (B)(6) 2009 - patient underwent surgery for a paraesophageal hernia repair. During the surgery performed by physicians, a composix kugel mesh patch was implanted at the paraesophageal hernia site. On (B)(6) 2009 - in less than 24 hours, a second surgery was required in order to repair damages and complications. Following this procedure, patient developed a host of post-surgical complications, including but not limited to, a pleural effusion, pneumothorax, necessity of a thoracotomy, esophagectomy, and sepsis, requiring placement of an intravenous catheter for administration of medications and fluid. On (B)(6) 2011 - the surgical mesh inserted on or about (B)(6), 2009, was found to be embedded in patient's esophagus causing additional problems with swallowing food and medications. Patient suffered and will continue to suffer injuries and damages. Patient sustained severe and permanent personal injuries and is at risk for sustaining severe and permanent injuries in the future. Patient has suffered great physical pain, disfigurement, and impairment.